Manufacturer narrative:
Customer reported visible smoke coming from a medstation es device. The device was unplugged as a preventative measure and no harm was reported. The event is documented in case (B)(4). A field service technician went onsite to investigate the report and determined that a solenoid had become stuck in a closed position which resulted in a thermal event which caused the smoke. The technician replaced the controller board, latch solenoids, retractor bands and sensors. The device was tested and no further issues were identified.

Event description:
Customer reported visible smoke was coming from a medstation es device. The device was unplugged as a precaution and no patient or user harm was reported.